Event description:
It was reported "the swg is kinked. Noticed prior to insertion, a new catheter is required." Additional information reports, "when they took out the swg and noticed it was kinked, the catheter was not working with precision so they took it out and found that it was a little bended too". No patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter and product packaging for analysis. Definite signs of use were observed on the returned catheter. Visual analysis revealed one kink/pinch towards the middle of the catheter body. Microscopic examination confirmed the kink. The catheter kink measured 60mm from the distal tip. The overall length of the catheter measured 85mm which is within the specification limits of 82mm - 86mm per the catheter product drawing. The outer diameter of the undamaged portion of the catheter measured 0.90mm which is within the specification limits of 0.89mm - 0.94mm per the catheter extrusion graphic. A lab inventory guide wire was advanced through the catheter. The guide wire could not pass through the catheter entirely due to the kinking on the catheter body. Performed per IFU statement, "thread tip of catheter over guidewire." R & d was consulted as part of this investigation, and they stated that the kinking could occur during insertion of the catheter in a torturous vasculature. The master sample kit (msk) graphic was additionally reviewed and it was noted that the guide wire is assembled within the catheter during packaging and shipping. Therefore, it supports the feedback that the damage likely occurred due to customer handling. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The customer report of a kinked catheter was confirmed through investigation of the returned sample. The catheter contained one kink/pinch in the middle of the body, and the catheter did not pass functional testing due to the kinking. Despite this, the catheter passed all relevant dimensional inspections, and a device history record review revealed no relevant findings. Therefore, based on the customer report that the damage was observed during use and sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.